Event description:
Resmed has a serious issue with the resmed airsense11 CPAP. I am a respiratory therapist which delivers those machines to pts that suffer from sleep apnea. Too many of these machines have a ¿heater system error fault¿ that prevents the humidification of air pressure causing discomfort to the patients. Resmed has been aware of this problem for over 6 months and has done nothing but continue to distribute these defective cpaps to the dmes for distribution to the public. Resmed has not made this fault known to the prescribing physicians resulting in physicians continued orders for these defective devices. Resmed has issued no recall, no bulletin, nothing. They just keep telling the dme to continue to let them know when this happens and they will honor the warranty. Many cpaps with this fault will continue to go out to the public undetected. This has been ongoing for over 6 months.